Event description:
According to the reporter: occurred post-operatively, orthopedic procedures. The surgeon reported 10-15 cases per day where the suture did not absorb and formed abscesses. The event did not extend or lead to patient hospitalization.